Event description:
Edwards received information that, while a dual stage venous cannula was being used for cardiopulmonary bypass (cpb), a ¿fissure¿ of the cannula was noted. Through investigation, it was learned the surgeon identified the cannula leak. The cannula was not exchanged because the event occurred at the end of the cpb run. No adverse patient events were reported. No visible inconsistencies of the cannula were noted during device preparation.

Manufacturer narrative:
Device evaluation currently underway. A supplemental report will be filed upon completion.

Manufacturer narrative:
Device evaluation: visual and functional testing of the returned device, confirmed the reported event. A split was observed that penetrated the wall of the cannula. Water was flushed through the cannula and was found to leak through the spit in the cannula. Per engineering evaluation, a manufacturing defect could not be confirmed. Root could not be determined with the information available. The complaint trend was found to be in control. Result =fracture material. Additional manufacturer narrative: device history record was reviewed, no non-conformances were identified related to the reported event and batch met specification prior to release. No manufacturing defect, design inadequacy, or labeling/IFU inadequacy could be determined.